Manufacturer narrative:
Additional information : a photograph of the one sample was provided for evaluation. Visual inspection was performed on the photo and no damage or evidence of leak was observed on the bag. The reported condition could not be verified. A batch review was conducted for lots dr18i10042 and dr18h28038 and there were no deviations found related to this reported condition during the manufacture of either lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Lot: this is a summary report for lot# dr18i10042, dr18h28038. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 8 </noe> malfunction events. It was reported that at (8) 150 ml intravia empty containers leaked. Six of the bags leaked at the port site and two leaked from the upper right corner of the bag. This occurred prior to patient use. There was no patient involvement. No additional information is available.